Event description:
ICD model v-338 (implanted 2004) would not respond to interrogation from programmer. Scheduled explant, replacement and reuse of existing leads. After ICD explant leads were tested and found satisfactory. Implanted an atlas+hf ICD and it reported atrial lead failure when lead connected to the header. Atrial lead passed when placed into the rv connection of header. Second atlas+hf ICD implanted and reported same failure of atrial lead when attached to ICD header. Medtronic ICD implanted with existing leads successfully.